Event description:
It was reported that the user received multiple ¿restart 60¿ alerts and was educated on the alert¿s meaning, including that the pump could not be replaced due to warranty status. Symptoms included none reported. Outcomes included user inconvenience and interrupted device use. Investigation included user education and troubleshooting focused on bluetooth communications and restart alerts. Investigation of this case revealed recurrent restart notifications consistent with a pump alarm related to bluetooth communication, with no clinical harm identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.